Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that an ar-9831 apollo rf aspirating ablator metal tip started to come off. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the active electrode was bent. Functional testing was not performed due to the damage to the device. The cause of the reported failure is product design/engineering, addressed on ncr-27076.